Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1990: (B)(6) hospital. Dr. (B)(6). Office notes. Hpi: recurrent/intermittent abd discomfort similar to ulcer discomfort in past; sharp epigastric and ruq pain w/ nausea. Smokes ½ to ¾ ppd cigarettes, 1-2 beers daily. In past used amphetamines, briefly addicted to crystal meth; no recent drug use. Wt 142. Hx ugi bleed/gastric ulcer; intermittently symptomatic. Impression: possibly acid-peptic diathesis. (B)(6) 2004: (B)(6) . (B)(6) md. Radiology ¿ CT abd/pelvis. Indication: abd pain. Impression: focal defect in anterior abd wall of rlq, w/ protrusion of bowel, consistent w/ spigelian hernias. Mild strandy inflammatory changes of adjacent fat are evident. Fatty liver. (B)(6) 2004: (B)(6) . (B)(6) md. Office notes. Cc: ER f/u; seen (B)(6) 2004 for abd pain. Dx: recurrent ventral hernia, abd pain rlq. Wt 197 lbs. Hpi: generalized abd pain; training for military-was doing a lot of running. Previous incisional hernia repair by dr. (B)(6) at (B)(6) on (B)(6) 2003 using prolene hernia system. Had car accident; underwent ex lap for liver laceration, one week later underwent colostomy and mucus fistula for obstruction. Several months later underwent colostomy reversal. Subsequently underwent ileostomy for obstruction; later closed. Did well for 10-15 years until underwent emergent repair of incarcerated incisional hernia at ileostomy site-extensive adhesions noted at that time. Currently w/ abd discomfort relieved by vicodin. Denies nausea, emesis, fevers or obstipation. Abd: soft, nt, multiple incisions along midline, b/l uq and rlq. Tender in rlq at prior incisional hernia repair site. No palpable fascial defect. Impression: rlq abd pain at incision secondary to recurrent incisional hernia; currently w/o evidence of sbo. Desires laparoscopic, possible open, incisional hernia repair. Discussed key risks, benefits, and options in detail. Plan: review CT scan. Schedule after holidays per pt request; no evidence of strangulation at this point, this is reasonable. (B)(6) 2005: (B)(6) . (B)(6) md/(B)(6) md. Discharge summary. Dx: small bowel adhesions intra-abdominally diffusely. Hospital course: diagnostic laparoscopy, rlq exploration (B)(6) 2005; very difficult due to dense adhesions throughout abd cavity. Open procedure done to rlq to evaluate hernia. Mesh placed in 2003 was appreciated at that time, did not appear to be any hernia protruding from around the mesh site or anywhere else in vicinity. Small bowel adhesed to central portion of mesh, which appeared to be lax in its configuration. Because no evidence of hernia and due to significant risk w/ attempted lysis of adhesions, it was felt pt stable w/o further manipulation or intervention. Prior to discharge, ambulating well without significant pain, tolerating diet without nausea or vomiting, passing gas. Afebrile w/ stable vs. Abd soft, incision clean, dry, intact. Condition: stable. Activity: no heavy lifting for 4 weeks. F/u dr.(B)(6) 7-10 days. (B)(6) 2005: (B)(6) . (B)(6) md. Office notes. Hpi: f/u s/p diagnostic laparoscopy and exploration of rlq incision. W/o complaints; improving incisional discomfort. Still requiring percocet. Abd: incisions well healing; staples removed, steristrips placed. No erythema or drainage. Impression: doing well. Plan: rtc prn, refill percocet. F/u w/ pain service and pcp. (B)(6) 2005: [ni]. [Illegible]. Office notes. Cc: s/p hernia surgery (B)(6) 2005 kaiser; pain rt abd area off and on. Some relief w/ vicodin. Abd: soft, nt, nd, mult surg scars, pos bs. Impression: chronic abd pain. Plan: need records from kaiser. Vicodin q6 hrs prn. (B)(6) 2005: [ni]. [Illegible]. Office notes. Cc: chronic abd pain. Abd: soft, slightly tender to deep palp, nd, pos bs, no masses. Impression: chronic abd pain. Plan: surg consult. Vicodin q6 hrs prn. (B)(6) 2005: (B)(6) hospital. (B)(6) md. Office notes. Cc: abd pain. Hpi: one attack over past year or so. Previously evaluated at kaiser. Hx complicated; dates back nearly 20 yrs ago when involved in car accident. Had exploratory laparotomy, recurrent laparotomy, bowel resection, temporary colostomy which was closed. S/s of bowel obstruction few months ago; treated conservatively. Has been hospitalized at tripler and st. Francis west for pain. Has a ¿pulling sensation¿ in lower abd bilaterally; chronic. Exam: [included] abdomen; generous midline scar, transverse scar, area of cicatrization rt abd. Bs normal, no ventral hernias, no tenderness. Impression: recurrent abd pain. Plan: obtain records. No pt, running, lifting over 20 lbs and we should be able to release full activity after I obtain most recent CT. (B)(6) 2005: (B)(6) hospital. (B)(6) md. Office notes. Hpi: cat scans reviewed from (B)(6) 2003, 2004 at (B)(6) and op note from (B)(6) (B)(6) 2005. Pain at mid to lateral portion of the transverse scar rt abd; reviewed w/ patient/mom what he was told by dr.(B)(6) . Highly motivated to explore area again; they think he was better for a short time postoperatively. Cannot feel a clear hernia there; does have point tenderness. Repeat cat scan, come back after, schedule surgery shortly thereafter unless cat scan shows something unexpected. Risks including failure to improve or even possibility of making him worse discussed explicitly. (B)(6) 2005: (B)(6) hospital. (B)(6) md. Radiology ¿ CT pelvis w/o contrast. Hx: recurrent hernia. Comparison: none. Impression: small rt spigelian hernia w/ fat and part of ascending colon contained by the aponeurosis of rt external and internal oblique muscles. May be protruding through the transversus abdominus aponeurosis, however. (B)(6) 2005: (B)(6) hospital. (B)(6) md. Office notes. Hpi: more symptomatic lately w/ pain rt abd and cramping/bloating and obstructive symptoms. Cat scan reviewed. Continues to use a lot of narcotics. Not new; belly very benign; cannot say I feel anything incarcerated in rt abd. Maybe a tiny bit of fibrosis/fullness there, nothing dramatic. Bs normal, belly flat/soft. Impression: recurrent ventral hernia. Plan: op note reviewed from kaiser. Recommended re-exploration. (B)(6) 2005: (B)(6) hospital. (B)(6) md. Progress notes. Wound perfect. Bowel function okay. Pain markedly less! See in about 5 days for staple removal. Instructions regarding wound care given. Impression: s/p repair recurrent ventral hernia, rt abd. (B)(6) 2005: (B)(6) hospital. (B)(6) md. Office notes. Not much pain; using pain meds sparingly. Bowel function fine, wound looks great, healing well. No recurrence. Recheck couple weeks. Impression: s/p repair ventral/spigelian hernia w/ multiple prior operations. (B)(6) 2006: (B)(6) hospital. (B)(6) md. Office notes. S/p repair spigelian hernia. Ongoing improvement, almost no pain, no recurrence, no infection. Refill vicodin; tapering that well. (B)(6) 2006: (B)(6) hospital. (B)(6) md. Office notes. Excellent result, no problems at all. Did not ask when I did not opt for more pain medicine. (B)(6) 2006: [ni]. [Illegible]. Office notes. Cc: pain at surg site, started last week, getting worse. Hpi: hernia repair several weeks ago. No fever, n/v/d, change in bowel habits. Some relief w/ vicodin, which he is requesting. Abd: mild tenderness around well healed surg scar at rlq. No obvious hernia, positive bs. No guarding or rebound. Impression: rlq pain at incision site, non-acute. Plan: f/u w/ surg. Vicodin q6 hrs prn, off work until cleared by surg. (B)(6) 2006: [ni]. [Illegible]. Office notes. Cc: stomach painful after running yesterday. Hpi: recurrent abd pain for many years; mult abd surg. Feels gassy at times. No n/v/d, constipation, fever, taking po well. Abd: soft, nd, nt, no hernia around scar, pos bs, no masses. Impression: abd pain-chronic w/ mult abd surg, hx pud/gerd. Plan: gi eval. (B)(6) 2006: (B)(6) hospital. (B)(6) md. Office notes. Hpi: chronic abd pain around hernia surgery scar. Motor vehicle accident 1986; underwent exp lap w/ bowel resection and temporary colostomy. Reports total 5 abd surgeries related to accident. In 2003, had surgery for blockage of intestine ¿and hernia repair.¿; recurrent problem same area rlq. Hernia repair 2004. November 2005, had repair of spigelian hernia w/ gore-tex mesh. Reports for past 3 years continues to have pain at surgical scar of hernia surgery rt abd; pulling like pain, intermittent. Appetite normal, no weight loss, no change in bowel habit, no obstructive symptoms. Taking vicodin 4-5 tabs/day for more than 5-6 months for pain. Habits: drinks 3 -4x/day, usually 2 or 3 beers, denied smoking. Exam: [included] abdomen; soft, bs normal. Slightly tender on surgical scar rt abd. Multiple surgical scars abd. No guarding or rebound, no palpable mass. Impression: chronic pain around hernia repair surgical scar, mostly r/t surgery scarring or adhesion. No evidence of bowel obstruction clinically. Chronic narcotic pain med use. Plan: CT abd/pelvis. (B)(6) 2007: [missing records: records for abd x-ray were not provided.] (B)(6) 2007: (B)(6) hospital. (B)(6) md. Office notes. Hpi: hx chronic abd pain, seen by dr.(B)(6) (B)(6) 2006. At that time c/o pain around incision site rt abd; pulling pain typically after meals or bm. CT of abd was recommended; elected not to f/u w/ dr. Hayashi, dissatisfied w/ care. Presents today as unscheduled visit. C/o abd pain since approx. Sunday; on the weekend, reported doing heavy lifting; developed usual pain rt abd. Has had at least 5 abd surgeries and multiple admissions for abd pain, including admission for small bowel obstruction (B)(6) 2005. Prior studies: (B)(6) 2007 abd x-ray; mild abd gas, no free air, bil pelvic phleboliths, otherwise negative. Exam: [included] abdomen; bs present x4, soft, mild tenderness to palpation rt abd. No rebound, no guarding. Well-healed vertical midline incision scar and lateral rt abd surgical scar. Impression: chronic abd pain. Suspect pain related again to incision and adhesions from numerous surgeries in past. Abd/pelvic CT for further evaluation. He would like referral for pain management. (B)(6) 2007: (B)(6) hospital. (B)(6) . Radiology ¿ xr abdomen. Hx: abd pain. Impression: gas in normal-caliber small and large bowel w/ no dilated loops, significant air-fluid levels, or free intraperitoneal air. (B)(6) 2007: (B)(6) hospital. (B)(6) . Radiology ¿ CT abd/pelvis w/contrast. Comparison: CT abd/pelvis (B)(6) 2005. Impression: no evidence of bowel obstruction or abscess. S/p rt spigelian hernia repair. Records between (B)(6) 2007 and (B)(6) 2009 were not provided. (B)(6) 2013: (B)(6) hospital. (B)(6) md. Office notes. Abd: hypertrophic scars upper abd, +bs x4, soft, nt, no mass, guarding. Impression/plan: abd cramping; no evid of sbo at this time. Sx care and monitor. Discussed I would like him to avoid using vicodin for gas pain unless recommended by gi-constipation, addiction/dependence discussed. If pain that severe may need CT-states pain bearable, will not take vicodin. (B)(6) 2013: (B)(6) hospital. (B)(6) md. Office notes. Cc: hx colon polyps, upper abd pain. Hpi: multiple abd surgeries; blunt injury to liver. Course complicated by chronic abd pain that was related to an infected mesh in rlq and spigelian hernia, which required repair. Multiple bouts of what appears to be small bowel obstruction; hospitalization for conservative management. Last time admitted to straub was (B)(6) 2012. According to him, since he had been admitted to tripler, since (B)(6), on several occasions, had almost 4 CT scans; told none of x-rays showed evidence of small bowel stricture. Nonoperative management recommended. Over past week has been experiencing upper abd discomfort in the form of a knot in the epigastrium; started after he had stomach flu-like symptoms. No associated n/v, feels bloated even though eating small portions. Hx 4 colon polyps removed 2007; colonoscopy due now. Social hx: passive smoker-0.5 ppd for 20 yrs. Impression: complicated hx of multiple abd surgeries/sbo w/ upper abd discomfort. Dx considerations include peptic ulcer disease, gastritis, non-ulcer dyspepsia, or abd pain r/t small bowel adhesions or internal hernias. Also consider biliary or pancreatic pathology. Hx colon polyps. Plan: egd/colonoscopy. If egd negative, consider additional imaging. May consider referral for laparoscopy for poss release of adhesions if symptoms persist. (B)(6) 2014: (B)(6) medical center. (B)(6) md. Office notes. Hpi: several days of nonradiating crampy abdominal pain. Similar pain in past. Had multiple abdominal surgeries in past, has been hospitalized on several occasions for small bowel obstruction. Abdominal pain is mild to moderate intensity, does not appear to be worsening. Does have constipation intermittently. He is being followed by physiatry for chronic abdominal, taking narcotic pain medication prn. Patient does take valium prn for anxiety. Exam: wt 187 lb; bmi 29.28. Abdominal: no distension, no mass. Extensive scarring of abdomen from previous surgeries. Slightly tender to deep palpation all quadrants. Assessment: chronic abdominal pain from multiple surgeries in past. Small bowel obstruction in past. Plan: rest and fluids. Patient is being followed by work star for pain management. (B)(6) 2015: (B)(6) family medical center. Jonathan t. Kim, md. Office notes. Hpi: was hospitalized at queens west for several weeks for small bowel structure [sic] requiring surgery. Patient states his is feeling much better and is back at baseline. Exam: wt 166 lb, bmi 25.29. Abdomen soft, bowel sounds normal, no distension, no tenderness. Assessment: recurrent small bowel obstructions from adhesions from multiple surgeries in the past. Plan: will followup with surgery. [Missing records: records for hospitalization for small bowel obstruction requiring surgery were not provided.] (B)(6) 2016: (B)(6) medical center. (B)(6) md. Office notes. Hpi: hospitalized several weeks ago for almost 3 weeks, small bowel obstruction from adhesions. Did require several surgeries. Recovering well. Requesting to be excused from military physical fitness testing as continues to recover from abdominal surgery. Exam: wt 189 lb, bmi 28.74. Abdomen soft, bowel sounds normal. Assessment: hx small bowel obstruction requiring several surgeries in the past because of adhesions; gerd; anxiety disorder. Plan: remain on limited duty for military as recovers from abdominal surgery; narcotic agreement discussed. [Missing records: records for hospitalization due to small bowel obstruction in were not provided.] (B)(6) 2016: (B)(6) hospital. (B)(6) md. Office notes. Hpi: abd pain/bloating for several weeks; concerned he may have an ulcer. On chronic pain meds percocet and valium. Hx mva 1985; multiple internal injuries, liver laceration, s/p multiple abd surgeries including temporary colostomy, later cecostomy, segmented colectomy. Since has had chronic abd pain. Postsurgical course complicated by infected rlq hernia mesh, lateral ventral hernia which was repaired, multiple small bowel obstructions. Ex-lap w/ small bowel resection (B)(6) 2015 for acute bowel obstruction; underwent lysis of adhesions, surgery took over 6 hours. Wt 179 lb, bmi 27.24. Exam: abdomen; multiple abd scars, normoactive bs, soft, nontender, nondistended, no organomegaly, no rebound, no guarding. Impression: reports worsening dyspepsia, bloating, upper abd discomfort. Plan: egd. (B)(6) 2017: (B)(6) medical center. (B)(6) md. Office notes. Hpi: recently hospitalized at queens west for small bowel obstruction which has had several times in past. Managed conservatively during last hospitalization. Currently asymptomatic. Meds: percocet. Wt 186 lb, bmi 28.28. Assessment: multiple small bulge fractions [sic] from adhesions from prior surgeries; currently stable, tubular adenoma on 2013 colonoscopy; needs repeat 2018. Plan: being followed by gi, narcotic agreement discussed. [Missing records: records for hospitalization due to small bowel obstruction in 2017 were not provided.] (B)(6) 18: (B)(6) medical center. (B)(6) md. Office notes. Cc: abdominal pain, nausea. Hpi: glucose intolerance, chronic abdominal pain secondary to multiple abdominal surgeries and medications. On narcotic pain medication, chronic abdominal pain. Slightly overweight, not obese. Exam: wt 185 lb 9.6 oz, bmi 28.22. Assessment: hx recurrent small bowel obstruction secondary to adhesions from multiple abdominal surgeries in the past; glucose intolerance; chronic abdominal pain secondary to adhesions. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation previous patient code (1994) was reported based on the original complaint and is no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 1989 through (B)(6) 2018 and not all records received in this time span are relevant to the unknown gore® dualmesh® plus biomaterial device. Patient information: medical history: chronic abdominal pain. Recurrent small bowel obstruction. Tobacco use: - 0.5 pack/day x 20 years. Motor vehicle accident resulting in kidney contusion, peritonitis, colon perforation, colostomy with mucous fistula, lacerated liver. Drug use: - ¿briefly addicted to crystal meth.¿ gastroesophageal reflux disease [gerd]. Prior surgical procedures: splenectomy [unknown date]. 1985: partial colectomy with temporary colostomy and subsequent takedown. 2003: incisional hernia repair using prolene hernia system. Relevant medical information: on (B)(6) 2003: repair of incarcerated ventral hernia using prolene hernia system ¿approximately 5 cm x 4 cm defect of the right lower quadrant transverse incision. There was incarcerated apparent cecum in this area. The bowel appeared viable. Small bowel was otherwise unremarkable.¿ ¿large prolene hernia system was then placed, the underlying round mesh below the fascia and the outer mesh above the fascia. This was secured in place using 4-0 prolene sutures.¿ on (B)(6) 2004: CT abdomen/pelvis: ¿focal defect in anterior abd wall of rlq, w/ protrusion of bowel, consistent w/ spigelian hernias. Mild strandy inflammatory changes of adjacent fat are evident.¿ on (B)(6) 2004: ¿generalized abd [abdominal] pain; training for military-was doing a lot of running. Previous incisional hernia repair by dr. (B)(6) using prolene hernia system. Had car accident; underwent ex lap for liver laceration, one week later underwent colostomy and mucus fistula for obstruction. Several months later underwent colostomy reversal. Subsequently underwent ileostomy for obstruction; later closed. Did well for 10-15 years until underwent emergent repair of incarcerated incisional hernia at ileostomy site-extensive adhesions noted at that time. Currently w/ abd discomfort relieved by vicodin. Denies nausea, emesis, fevers or obstipation. Abd: soft, nt, multiple incisions along midline, b/l [bilateral] uq [upper quadrant] and rlq [right lower quadrant]. Tender in rlq at prior incisional hernia repair site. No palpable fascial defect. Impression: rlq abd pain at incision secondary to recurrent incisional hernia; currently w/o evidence of sbo [small bowel obstruction]. Desires laparoscopic, possible open, incisional hernia repair.¿ on (B)(6) 2005: diagnostic laparoscopy. Exploration of right lower quadrant incision. ¿the 30-degree laparoscope was introduced and the patient was noted to have dense adhesions in the left upper quadrant. We were able to identify a pathway to the left upper quadrant where the liver was identified to be adherent to the anterior abdominal wall. The stomach was also noted to be adherent to the anterior abdominal wall. We did initial dissection using the laparoscope. However, the adhesions were noted to be extremely dense and throughout the abdomen. There was some bleeding from the liver and we used fibrin glue for adequate hemostasis. This was done using the gynecology operating laparoscope. The remainder of the area again appeared consistent with dense adhesions. We therefore discontinued the diagnostic laparoscopy and made a right lower quadrant incision through the site of his previous external hernia repair and the site where the patient complains of pain. The incision was carried down through the subcutaneous tissue. The rectus fascia was identified medially and the patient was noted to have dense scarring from the previous hernia repair using prolene hernia system mesh. The mesh was dissected off of the fascia anteriorly and the subcutaneous tissue was dissected around the mesh superiorly in the region where there was concern of a possible recurrent hernia on CT scan. Evaluation did not reveal evidence of a hernia. However, there was some eventration of the mesh, but no hernial defect. We confirmed this by dividing the anterior rectus fascia medial to the previous repair site, displaced the muscle laterally, gained entry into the peritoneal cavity. Feeling the repair posteriorly, there was no evidence of recurrent hernia. However, there was evidence of eventration of the mesh with adherence of small bowel to the area of the mesh. After review of his CT scan and with the evidence that there was no visible identifiable hernia, we elected to reapproximate the rectus anterior fascia in an interrupted figure-of-eight fashion using 0 surgidac suture. The mesh was also secured to the fascia in an interrupted fashion using 0 surgidac suture in the areas where we had dissected the mesh off of the fascia.¿ implant preoperative complaints: on (B)(6) 2005: CT abdomen/pelvis: ¿small rt spigelian hernia w/ fat and part of ascending colon contained by the aponeurosis of rt external and internal oblique muscles. May be protruding through the transversus abdominus aponeurosis, however.¿ on (B)(6) 2005: ¿more symptomatic lately w/ pain rt abd and cramping/bloating and obstructive symptoms. Cat scan reviewed. Continues to use a lot of narcotics. Not new; belly very benign; cannot say I feel anything incarcerated in rt abd. Maybe a tiny bit of fibrosis/fullness there, nothing dramatic. Bs normal, belly flat/soft. Impression: recurrent ventral hernia.¿ on (B)(6) 2005: ¿patient is a 37-year-old man with prior history of an automobile accident with trauma to the liver requiring an exploratory laparotomy. Patient also had a colostomy performed at that time. This was in the distant past and since had the colostomy takedown. He had been evaluated on several occasions¿for evaluation of ventral hernias. He had repaired with mesh the ventral hernia in the past. Patient presented recently with chronic pain to the right lower quadrant that did not improve following the most recent hernia repair at kaiser. Patient was worked up at straub and also received an abdominal CT scan which revealed a spigelian hernia to the right side consistent in location of the prior abdominal incision.¿ implant procedure: repair of spigelian hernia with ¿gore-tex mesh.¿ implant: gore® dualmesh® plus biomaterial (03724204/1dlmcp03) 10 x 15 cm. Implant date: (B)(6) 2005. Description of hernia being treated: ¿a scalpel was used to open the skin around approximately 8 cm in length of this incision and using bovie cautery, the subcutaneous tissues were taken down. With careful dissection, a mesh was encountered overlying a somewhat atrophied anterior abdominal wall. This was sharply taken down using #15 blade to avoid injury to bowel beneath. This plane was taken both medially to the end of the incision as well as laterally until the end of the mesh was reached and it was at this point that a loop of bowel was noted to be herniated lateral and superior to this edge of the mesh. Using blunt as well as sharp dissection as needed, the herniated bowel was freed from the hernia sac and allowed to return to the abdominal cavity. There was further bowel densely adhered directly to the previously placed mesh and this was sharply dissected avoiding serosal injury. It did appear that a portion of the abdominal wall musculature was below the mesh and attached to the bowel and this was taken up and blocked from the mesh to allow further return of the bowel contents to the abdomen. The spigelian hernia was therefore reduced and there did appear to be a nice at least 1-cm border of tissue/mesh surrounding the hernia defect.¿ implant size and fixation: ¿once this was freed, a gore-tex mesh was cut to fit and placed beneath the abdominal wall and secured with horizontal 2-0 prolene mattress sutures making sure that it included generous bites fascia/mesh to secure the area. The mesh lied nicely over the hernia defect and was well secured. Following this, patient¿s prior mesh from a previous attempt at hernia repair which was divided was re-approximated again with a 0 prolene in a running fashion. The area was thoroughly irrigated and then the subcutaneous tissues were re-approximated with a 4-0 vicryl in a running fashion. The skin was then closed with staples.¿ no post-operative records were provided. Relevant medical information: on (B)(6) 2005: ¿wound perfect. Bowel function okay. Pain markedly less! See in about 5 days for staple removal.¿ on (B)(6) 2005: ¿not much pain; using pain meds sparingly. Bowel function fine, wound looks great, healing well. No recurrence. Recheck couple weeks.¿ on (B)(6) 2006: ¿excellent result, no problems at all. Did not ask when I did not opt for more pain medicine.¿ on (B)(6) 2006: ¿hernia repair several weeks ago. No fever, n/v/d [nausea, vomiting, diarrhea], change in bowel habits. Some relief w/ vicodin, which he is requesting.¿ on (B)(6) 2006: ¿abd pain-chronic w/ mult abd surg [multiple abdominal surgeries], hx pud/gerd [history of peptic ulcer disease/gastroesophageal reflux disease].¿ on (B)(6) 2006: ¿chronic abd pain around hernia surgery scar. Motor vehicle accident 1986; underwent exp lap w/ bowel resection and temporary colostomy. Reports total 5 abd surgeries related to accident. In 2003, had surgery for blockage of intestine ¿and hernia repair.¿; recurrent problem same area rlq. Hernia repair 2004. (B)(6) 2005, had repair of spigelian hernia w/ gore-tex mesh. Reports for past 3 years continues to have pain at surgical scar of hernia surgery rt abd; pulling like pain, intermittent. Appetite normal, no weight loss, no change in bowel habit, no obstructive symptoms. Taking vicodin 4-5 tabs/day for more than 5-6 months for pain. Habits: drinks 3 -4x/day, usually 2 or 3 beers, denied smoking.¿ ¿slightly tender on surgical scar rt abd. Multiple surgical scars abd. No guarding or rebound, no palpable mass. Impression: chronic pain around hernia repair surgical scar, mostly r/t surgery scarring or adhesion. No evidence of bowel obstruction clinically. Chronic narcotic pain med use.¿ on (B)(6) 2007: emergency room: ¿hx 7 abd surgeries; surgeries resulted in scarring, adhesions and has intermittent problems r/t obstruction. Has had increasing discomfort, bloating feeling, urge to move bowels but cannot. Would like something for pain.¿ on (B)(6) 2007: emergency room: ¿prior multiple laparotomies, small bowel obstructions. Having epigastric pain currently, n/v this am. States not like sbo. Exam: abdomen; nondistended, normoactive bs, tenderness in epigastric area, no pulsatile mass, guarding or peritoneal sign.¿ on (B)(6) 2007: ¿hx chronic abd pain, seen by dr. (B)(6) 2006. At that time c/o pain around incision site rt abd; pulling pain typically after meals or bm. CT of abd was recommended; elected not to f/u w/ dr. (B)(6) , dissatisfied w/ care. Presents today as unscheduled visit. C/o abd pain since approx. Sunday; on the weekend, reported doing heavy lifting; developed usual pain rt abd. Has had at least 5 abd surgeries and multiple admissions for abd pain, including admission for small bowel obstruction january 2005. Prior studies: (B)(6) 2007 abd x-ray; mild abd gas, no free air, bil pelvic phleboliths, otherwise negative. Exam: [included] abdomen; bs present x4, soft, mild tenderness to palpation rt abd. No rebound, no guarding. Well-healed vertical midline incision scar and lateral rt abd surgical scar. Impression: chronic abd pain. Suspect pain related again to incision and adhesions from numerous surgeries in past. Abd/pelvic CT for further evaluation. He would like referral for pain management.¿ on (B)(6) 2007: CT abdomen/pelvis: ¿no evidence of bowel obstruction or abscess. S/p [status post] rt [right] spigelian hernia repair.¿ on (B)(6) 2007: emergency room: ¿hx multiple abd surgeries, episodes of abd pain. No recent episodes of bowel obstruction. Takes vicodin on daily basis. Some vomiting and diarrhea, generalized weakness.¿ ¿given zofran, dilaudid; persistent pain and nausea. No abd distention, unlikely to have bowel obstruction.¿ on (B)(6) 2008: emergency room: ¿abdomen; multiple surgical scars, soft, minimally generally tender, no masses, normoactive bs. Ed course: given saline bolus for dehydration, zofran for nausea, dilaudid for pain; feeling much better. Counseled on importance of f/u; agrees to see dr. (B)(6) kim.¿ on (B)(6) 2008: x-ray abdomen: ¿no significant findings.¿ on (B)(6) 2008: emergency room: ¿c/o [complains of] having hx of chronic abd pain. Hx surgery in abd; has been having multiple workups, has seen gi doctor. Seen here in ER about a month ago; had multiple labs, x-rays. Treated w/ pain meds, discharged home. It has been there 3 days now; similar pain, constant, mainly epigastrium. No other complaints.¿ ¿abdomen; soft, nondistended, nontender, no rebound or guarding. Abd series showed no evidence of acute findings, no other free air. Ed course: given dilaudid; upon reevaluation, said he is still a little sore; only comfortable giving him one more shot. Told him he needs to see his gi doctor to figure out what is going on w/ recurrent abd discomfort. Given 1 last dose of dilaudid prior to discharge; he did mention he is not coming here ¿just to get high.¿ discharged home.¿ on (B)(6) 2008: x-ray abdomen: ¿negative.¿ on (B)(6) 2008: emergency room: ¿abdomen; soft, does guard a little, diffusely tender without rebound or rigidity, bowel sounds normal/active, no distention or mass. All abdominal scars healed well, no evidence of hernia.¿ on (B)(6) 2008: abdominal ultrasound: ¿questionable minimal gallbladder sludge, likely artifact; no cholelithiasis or cholecystitis. Mild fatty liver. Several structures obscured by bowel gas and surgical scars, as above. Irregular shadowing hypoechoic structure in right lower quadrant, likely correlating to scar and surgical mesh at site of previous hernia repair. Recurrent hernia cannot be totally excluded.¿ on (B)(6) 2008: CT abdomen/pelvis: ¿status post right spigelian hernia repair. There could be persistent herniation of a knuckle of colon at the herniorrhaphy site but cannot be completely certain of this. Infiltration of subcutaneous fat overlying area is suggestive of acute inflammation and extends up against the intraperitoneal colon segment deep to the mesh. Differential diagnosis is cecal diverticulitis as a diverticulum was present in colon deep to the mesh on the previous study; appears to be at least one additional diverticulum in this segment of the colon.¿ on (B)(6) 2009: emergency room: ¿history multiple abdominal surgeries, with adhesions, presents w/ abdominal pain; says he has this from time to time, been told it¿s from scar tissue. He is concerned he may have food poisoning, but pain similar to usual pain from adhesions. Vomited several times, bowel movements normal. Meds: percocet as needed for pain. Social: smoking about 0.5 packs/day, drinks alcohol. Exam: abdomen; distention, no mass, bowel sounds decreased, tenderness, no rebound or guarding, no cva tenderness. Imaging: my preliminary interpretation of x-ray shows multiple air fluid levels, consistent w/ small bowel obstruction. Patient was hydrated, treated w/ dilaudid and zofran and improved; better but still w/ pain. Adamant he wants to go home; my recommendation is he stay in hospital. Says he will go to clear liquids at home, come back if worsens.¿ on (B)(6) 2009: x-ray abdomen: ¿mild ileus. No free air.¿ explant preoperative complaints: on (B)(6) 2010: CT abdomen/pelvis: ¿unremarkable abdomen CT.¿ ¿bowel not obstructed. In the right abdominal pelvic wall, overlying the cecum, there is soft tissue stranding and density.¿ suspect staple mesh repair of a right spigelian hernia overlying the cecum. As before, the cecum extends to the mesh at the lateral margin of the wall musculature where there is also overlying stranding which may indicate chronic and/or acute inflammatory changes without evident interval change.¿ explant procedure: removal of chronic inflamed mesh right lower quadrant abdominal wall with primary closure. Explant date: (B)(6) 2010. ¿using a transverse incision through the old incision, the skin was incised with an extensive mesh plug being identified in the surrounding tissue. These were bunched upon themselves and the areas were dissected away from the musculature in the right lower quadrant. This was taken down into the abdominal cavity where the cecum was noted to be adherent to the mesh. This was peeled away using a #15 blade over several portions. After this was completed, the wound was irrigated with normal saline. The colon was de-serosalized over a small segment and was imbricated with limber sutures of 3-0 vicryl. With this completed, the wound was freed internally and externally, freeing up the musculature and then a primary closure with 0 prolene with all layers combined. With this completed, the wound was irrigated with normal saline. No bleeding was noted. The subcutaneous tissue was closed with 3-0 vicryl and the skin was closed with interrupted staples.¿ relevant medical information: on (B)(6) 2010: post-operative note: ¿removal of multiple mesh repair to right lower quadrant hernia site, with primary closure.¿ on (B)(6) 2010: pathology: ¿received in formalin, labeled ¿right quadrant chronically inflamed abdominal mesh¿ is a fragment of tan-pink to white mesh and soft tissue measuring in aggregate 8.0 x 4.0 x 3.5 cm.¿ ¿microscopic description: soft tissue removed from the prosthetic mesh material exhibits reactive fibrosis and mild chronic inflammation.¿ ¿pathology diagnosis: mesh, right abdominal wall, removal: soft tissue with reactive fibrosis and mild chronic inflammation (microscopic). Prosthetic mesh material (gross only).¿ on (B)(6) 2010: discharge summary: ¿patient presents with chronic pain in the lower abdomen. Workup included CT scan showing edema of the surrounding tissue of mesh noted in the abdominal wall from a previous colostomy repair. Patient has had previous surgeries to the area with lingering pain and discomfort. Patient had the mesh removed, which was densely adherent to the cecum at the time of surgery. No enterotomy were made. Patient¿s postoperative course was uneventful.¿ ¿there were no signs of ongoing infection at the time of discharge.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03724204. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 8/23/2003, including records for the exploratory laparotomy, partial colectomy, and colostomy, were not provided. Operative records dated 8/23/2003 state the patient underwent ¿repair of incarcerated ventral hernia using prolene hernia system.¿ postoperative diagnosis states: ¿incarcerated ventral hernia with small bowel obstruction.¿ operative findings state: ¿approximately 5 cm x 4 cm defect of the right lower quadrant transverse incision. There was incarcerated apparent cecum in this area. The bowel appeared viable. Small bowel was otherwise unremarkable.¿ the (B)(6) 2003 operative report states: ¿on palpation no obvious hernia was noted. Using #10 blade the scar from the right lower incision was excised. Hemostasis was achieved using cautery. Dissection was carried down to the subcutaneous tissue. The hernia sac was identified. The sac was very, very think with underlying colon noted. The colon was freed, there were multiple adhesions. The fascia margins were delineated. It was felt the defect was too large to close with sutures. Large prolene hernia system was then placed, the underlying round mesh below the fascia and the outer mesh above the fascia. This was secured in place using 4-0 prolene sutures.¿ ¿the fascia was approximated using 0 vicryl suture. The skin was closed using staples.¿ product identification records for the ¿prolene hernia system¿ were not provided. Operative records dated (B)(6) 2005 state the patient underwent ¿1. Diagnostic laparoscopy. 2. Exploration of right lower quadrant incision.¿ postoperative diagnosis states: ¿right lower quadrant pain, rule out recurrent right lower quadrant incisional hernia.¿ the records state: ¿the 30-degree laparoscope was introduced and the patient was noted to have dense adhesions in the left upper quadrant. We were able to identify a pathway to the left upper quadrant where the liver was identified to be adherent to the anterior abdominal wall. The stomach was also noted to be adherent to the anterior abdominal wall. We did initial dissection using the laparoscope. However, the adhesions were noted to be extremely dense and throughout the abdomen. There was some bleeding from the liver and we used fibrin glue for adequate hemostasis. This was done using the gynecology operating laparoscope. The remainder of the area again appeared consistent with dense adhesions.¿ the (B)(6) 2005 operative report continues: ¿we therefore discontinued the diagnostic laparoscopy and made a right lower quadrant incision through the site of his previous external hernia repair and the site where the patient complains of pain. The incision was carried down through the subcutaneous tissue. The rectus fascia was identified medially and the patient was noted to have dense scarring from the previous hernia repair using prolene hernia system mesh. The mesh was dissected off of the fascia anteriorly and the subcutaneous tissue was dissected around the mesh superiorly in the region where there was concern of a possible recurrent hernia on CT scan.¿ the (B)(6) 2005 operative report states: ¿evaluation did not reveal evidence of a hernia. However, there was some eventration of the mesh, but no hernial defect. We confirmed this by dividing the anterior rectus fascia medial to the previous repair site, displaced the muscle laterally, gained entry into the peritoneal cavity. Feeling the repair posteriorly, there was no evidence of recurrent hernia. However, there was evidence of eventration of the mesh with adherence of small bowel to the area of the mesh. After review of his CT scan and with the evidence that there was no visible identifiable hernia, we elected to reapproximate the rectus anterior fascia in an interrupted figure-of-eight fashion using 0 surgidac suture. The mesh was also secured to the fascia in an interrupted fashion using 0 surgidac suture in the areas where we had dissected the mesh off of the fascia.¿ ¿the subcutaneous tissue was reapproximated in a buried, interrupted fashion using 3-0 vicryl suture. The skin incision was reapproximated with staples.¿ operative records dated (B)(6) 2005 state the patient underwent ¿repair of spigelian hernia with gore-tex mesh.¿ ¿patient is a 37-year-old man with prior history of an automobile accident with trauma to the liver requiring an exploratory laparotomy. Patient also had a colostomy performed at that time. This was in the distant past and since had the colostomy takedown. He had been evaluated on several occasions¿for evaluation of ventral hernias. He had repaired with mesh the ventral hernia in the past. Patient presented recently with chronic pain to the right lower quadrant that did not improve following the most recent hernia repair at kaiser. Patient was worked up at straub and also received an abdominal CT scan which revealed a spigelian hernia to the right side consistent in location of the prior abdominal incision.¿ findings noted during the procedure state: ¿1. A lateral/caudal herniation passed previously placed mesh was noted along the anterior abdominal wall. 2. Viable bowel without strangulation. 3. No enterotomies noted.¿ the (B)(6) 2005 operative report states: ¿a scalpel was used to open the skin around approximately 8 cm in length of this incision and using bovie cautery, the subcutaneous tissues were taken down. With careful dissection, a mesh was encountered overlying a somewhat atrophied anterior abdominal wall. This was sharply taken down using #15 blade to avoid injury to bowel beneath. This plane was taken both medially to the end of the incision as well as laterally until the end of the mesh was reached and it was at this point that a loop of bowel was noted to be herniated lateral and superior to this edge of the mesh. Using blunt as well as sharp dissection as needed, the herniated bowel was freed from the hernia sac and allowed to return to the abdominal cavity.¿ the (B)(6) 2005 operative records continue: ¿there was further bowel densely adhered directly to the previously placed mesh and this was sharply dissected avoiding serosal injury. It did appear that a portion of the abdominal wall musculature was below the mesh and attached to the bowel and this was taken up and blocked from the mesh to allow further return of the bowel contents to the abdomen. The spigelian hernia was therefore reduced and there did appear to be a nice at least 1-cm border of tissue/mesh surrounding the hernia defect. Once this was freed, a gore-tex mesh was cut to fit and placed beneath the abdominal wall and secured with horizontal 2-0 prolene mattress sutures making sure that it included generous bites fascia/mesh to secure the area. The mesh lied nicely over the hernia defect and was well secured.¿ the (B)(6) 2005 operative report states: ¿following this, patient¿s prior mesh from a previous attempt at hernia repair which was divided was re-approximated again with a 0 prolene in a running fashion. The area was thoroughly irrigated and then the subcutaneous tissues were re-approximated with a 4-0 vicryl in a running fashion. The skin was then closed with staples.¿ the records indicate the previously implanted mesh was left implanted in the patient. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/03724204) was implanted during the procedure. Records between (B)(6) 2005 and (B)(6) 2009 were not provided. Records dated (B)(6) 2009 stat the patient was seen for abdominal pain. ¿41 yr old male with past medical history significant for multiple abdominal surgeries, with adhesions, presents with onset of abdominal pain since 1300 hrs. He says that he has this pain from time to time. He has had five abdominal surgeries, bowel resection and colostomy, and has been told that it is from scar tissue. He ate at a japanese restaurant, and is concerned that he may have food poisoning, but his pain is similar to his usual pain from his adhesions. He vomited several times, no blood. Bowel movements have been normal.¿ ¿the patient has a past medical history of chronic abdominal pain and bowel obstruction.¿ ¿the past surgical history includes other (surgical) ¿ mult abd surgeries.¿ ¿social history: reports that he has been using cigarettes. He has been smoking about 0.5 packs per day.¿ the (B)(6) /2009 records continue: ¿abdominal [exam]: he exhibits distention. He exhibits no mas. Bowel sounds are decreased. Tenderness is present. He has no rebound, no guarding and no cva tenderness.¿ abdominal x-ray results state: ¿my preliminary interpretation of the x-ray shows multiple air fluid levels, consistent with sbo, the radiologist¿s interpretation is pending.¿ the records indicate the patient was treated with IV fluids and medication, and discharged per patient¿s wishes. Abdominal x-ray results dated (B)(6) 2009 state: ¿mildly dilated small bowel with air-fluid levels. No free air. Stool seen throughout colon.¿ ¿impression: mild ileus. No free air. No acute cardiopulmonary disease.¿ records dated (B)(6) 2010 indicate an abdominal/pelvic CT was performed for ¿chronic abdominal pain; recurrent hernia.¿ abdominal CT results state: ¿unremarkable abdomen CT.¿ pelvic CT results state: ¿bowel not obstructed. In the right abdominal pelvic wall, overlying the cecum, there is soft tissue stranding and density.¿ ¿no free fluid. No free air.¿ ¿impression: suspect staple mesh repair of a right spigelian hernia overlying the cecum. As before, the cecum extends to the mesh at the lateral margin of the wall musculature where there is also overlying stranding which may indicate chronic and/or acute inflammatory changes without evident interval change.¿ records dated (B)(6) 2010 state the patient was seen for pain. ¿s/p mesh removal to hernia site. Hx of multiple abdominal surgeries. A&ox3 [sic]. C/o pain to abdomen rated 5/10. Pain increased with movement. Abdomen tender with multiple old, healed surgical scars. Positive bowel sounds. Surgical incision to rle with dry gauze dressing, cdi.¿ operative records dated (B)(6) 2010 state the patient underwent ¿removal of chronic inflamed mesh right lower quadrant abdominal wall with primary closure.¿ postoperative diagnosis states: ¿chronic inflammation mesh right lower quadrant status post previous repair x2.¿ the records state: ¿using a transverse incision through the old incision, the skin was incised with an extensive mesh plug being identified in the surrounding tissue. These were bunched upon themselves and the areas were dissected away from the musculature in the right lower quadrant. This was taken down into the abdominal cavity where the cecum was noted to be adherent to the mesh. This was peeled away using a #15 blade over several portions.¿ the (B)(6) 2010 operative report continues: ¿after this was completed, the wound was irrigated with normal saline. The colon was de-serosalized over a small segment and was imbricated with limber sutures of 3-0 vicryl. With this completed, the wound was freed internally and externally, freeing up the musculature and then a primary closure with 0 prolene with all layers combined. With this completed, the wound was irrigated with normal saline. No bleeding was noted. The subcutaneous tissue was closed with 3-0 vicryl and the skin was closed with interrupted staples.¿ there was no mention of infection in the operative report. A surgical pathology report dated (B)(6) 2010 regarding a specimen collected (B)(6) 2010 states: ¿specimen(s) received: mesh, right quadrant chronically inflamed.¿ ¿gross description: received in formalin, labeled ¿right quadrant chronically inflamed abdominal mesh¿ is a fragment of tan-pink to white mesh and soft tissue measuring in aggregate 8.0 x 4.0 x 3.5 cm.¿ ¿microscopic description: soft tissue removed from the prosthetic mesh material exhibits reactive fibrosis and mild chronic inflammation.¿ ¿pathology diagnosis: mesh, right abdominal wall, removal: soft tissue with reactive fibrosis and mild chronic inflammation (microscopic). Prosthetic mesh material (gross only).¿ ¿clinical [diagnosis]: infected mesh, abdominal wall. Post-operative [diagnosis]: same.¿ a culture report for any swab specimens collected during the (B)(6) 2010 procedure were not provided. Discharge summary records dated (B)(6) 2010 state that on (B)(6) 2010, ¿patient presents with chronic pain in the lower abdomen. Workup included CT scan showing edema of the surrounding tissue of mesh noted in the abdominal wall from a previous colostomy repair. Patient has had previous surgeries to the area with lingering pain and discomfort. Patient had the mesh removed, which was densely adherent to the cecum at the time of surgery. No enterotomy were made. Patient¿s postoperative course was uneventful.¿ ¿there were no signs of ongoing infection at the time of discharge.¿ there was no mention of infection involving the gore device in the discharge summary records. Records from 2012 indicate continued complaints of abdominal/epigastric pain and small bowel obstruction, with records dated (B)(6) 2012 stating: ¿he has had multiple prior abdominal surgeries. He also has a long-standing history of narcotic use ¿ he has taken percocet or vicodin daily for years.¿ ¿has chronic pain. Takes 4-5 vicodin/day for lower abdominal pain. Has pain specialist dr. (B)(6).¿ records dated (B)(6) 2014 state the patient was seen for continued complaints of abdominal pain. ¿[the patient] is a 45 year old man who has a history of chronic recurrent [abdominal] pain since an accident and surgery in 1986. A foot of intestine was removed at that time. He takes percocet regularly for the pain but it didn¿t help tonight.¿ records from 2015 indicate continued complaints of abdominal pain and small bowel obstruction. Records dated (B)(6) 2015 indicate the patient underwent exploratory laparotomy, extensive lysis of adhesions, small bowel resection, and appendectomy for a postoperative diagnosis of ¿small bowel obstruction due to adhesive disease.¿ the records state the patient ¿¿has a history of multiple prior abdominal surgeries. He has since then undergone hospitalization on multiple occasions for small bowel obstruction which resolved nonoperatively but never seemed to resolve his pain. Unfortunately the patient has been dealing with chronic pain due to adhesive disease for years.¿ the records state that during adhesiolysis: ¿dissection laterally on the right proved to be more challenging as this was the area of his prior hernia repair with mesh and operation for removal of mesh [at] a later date.¿ the (B)(6) 2015 records further state: ¿eventually, I was able to free up the entire bowel from the ligament of treitz to the terminal ileum. There was one area in the mid ileum which was quite beat up from the dissection and from being chronically adhered together. There was a very tight kinking in this area which I suspect that is what was causing his chronic obstruction. This area was resected, it was approximately 10 cm of small bowel.¿ ¿due to the fact that the abdomen was so adhered I did elect to perform an appendectomy at this time to prevent need for further surgery for appendicitis.¿ there was no mention of mesh being encountered during the procedure. A pathology report dated (B)(6) 2015 regarding a specimen collected (B)(6) 2015 states: ¿a. Appendix: negative for acute appendicitis. B. Small bowel and anastomosis: 1. Mucosal necrosis with submucosal hemorrhage. 2. Serosal fibrosis with acute serosal inflammation (acute serositis). 3. Negative for malignancy.¿ records from 2016 indicate the patient was seen for continued complaints of abdominal pain and small bowel obstruction, with records dated (B)(6) 2016 stating: ¿patient says he has recurrent sbo after hernia repair with chronically infected mesh and a hx of and partial colectomy with temporary colostomy and subsequent take down.¿ records detailing a ¿chronically infected mesh¿ were not provided. Records from 2017 state the patient was seen for continued complaints of abdominal pain and small bowel obstruction. The records indicate the patient quit smoking. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records from prior to 08/22/89 were not provided. (B)(6) 1989: pali momi medical center. Donald wilcox, md. Emergency room notes. Hpi: abd pain for several hours; woke up w/ small amount of pain, increasing progressively, several episodes of vomiting. Pmh: mva; had splenectomy, repair liver laceration, colostomy, colostomy closed. Postoperatively did have bouts of abd pain, developed a bleeding ulcer. Exam: abdomen; xyphoid to pubis midline scar noted along w/ rlq old colostomy scar, well healed. Bs normal, abd very soft, tenderness diffuse but negligible. No rebound tenderness. X-ray: no free air, no evidence of obstruction. Impression: abd pain. Discharged home in improved condition. (B)(6) 1992: pali momi medical center. David sakuda, md. Radiology ¿ abdomen, 3 views. Indication: abd pain. Impression: mild ileus. (B)(6) 1992: pali momi medical center. Alfred ines, md. Discharge summary. Dx: partial small bowel obstruction. Secondary dx: hx mva, s/p exploratory laparotomy, splenectomy. Hx multiple abd explorations x5 for bowel obstruction requiring adhesiolysis, cecostomy, colostomy. Reason for admission: doing well until approx. 3 nights prior to admission; developed epigastric pain after some beer. Described as crampy, intermittent, involving all 4 quadrants. One episode of small emesis, multiple soft stools. Came to ER because of persistent pain, c/o pain ruq and rlq. Exam: multiple incisions along abd, including a midline and four transverse incisions in all 4 quadrants. Some tenderness, no guarding or rebound. No evidence of hernia. Abdominal series shows an ileus type pattern w/ small bowel distention, but no air-fluid levels. Hospital course: abd pain probably partial sbo. Discharged after 2-3 days of observation w/ improvement of symptoms. (B)(6) 1998: kapi¿olani medical center at pali momi. Mark grief, md. Emergency room notes. Cc: midabdominal pain. Hpi: pain crampy, sharp. Denies pain like this in past. Significant hx of trauma to abd 1986 requiring splenectomy, colostomy. Several operations to try and reconnect this area w/ subsequent breakdown and cecostomy. No significant problems since that time. Denies n/v, did have one episode of emesis. Exam: abdomen; bs present, decreased on percussion. No definite guarding, multiple healed scars. No incisional hernias. Some pain to rlq, but most pain in upper mid abd just to the right of midline. No masses, no hernias noted. Impression: abd pain of unknown etiology, poss pancreatitis vs appendectomy [sic] vs partial obstruction. Plan: admit for observation, CT scan abdomen. (B)(6) 1998: kapiolani medical center at pali momi. Donn y. Kumasaki, md. Radiology ¿ CT abdomen w/ contrast. Indication: abd pain. Impression: small hernia, rlq containing very small amount of colon. Otherwise, unremarkable. 04/06/98: kapiolani medical center at pali momi. Donn y. Kumasaki, md. Radiology ¿ abdomen 2 views. Indication: abd pain. Impression: unremarkable abd series. (B)(6) 2006: kapi¿olani medical center at pali momi. Andy p. C. Lee, md. Emergency room notes. Cc: epigastric abd pain. Hpi: has had multiple times before; gets chronically on and off. Some nausea, no diarrhea, normal bms. Hx of obstruction, this does not feel like that. Exam: abdomen; soft, nondistended, nontender, no rebound, no guarding. Impression: abd pain. Discharged home w/ percocet for pain. F/u w/ pcp in 2 days. (B)(6) 2007: kapi¿olani medical center at pali momi. Mark baker, md. Emergency room notes. Cc: abd pain. Hpi: hx 7 abd surgeries; surgeries resulted in scarring, adhesions and has intermittent problems r/t obstruction. Has had increasing discomfort, bloating feeling, urge to move bowels but cannot. Would like something for pain. Exam: abdomen; somewhat full w/ slightly increased bs, no rebound, no guarding. Mild diffuse tenderness. Dx: abd pain, partial sbo. (B)(6) 2007: kapi¿olani medical center at pali momi. Wooyoung w. Chung, md. Emergency room notes. Cc: abd pain. Hpi: prior multiple laparotomies, small bowel obstructions. Having epigastric pain currently, n/v this am. States not like sbo. Exam: abdomen; nondistended, normoactive bs, tenderness in epigastric area, no pulsatile mass, guarding or peritoneal sign. Impression: abd pain, etiology unknown. Plan: discharged home w/ vicodin rx. F/u w/ doctor in 1-2 days. (B)(6) 2007: kapiolani pali momi hospital. James e. Yamasaki, md. Radiology ¿ xr abdomen/chest. Indication: abd pain, nausea. Impression: negative. (B)(6) 2007: kapi¿olani medical center at pali momi. Sidney I. Lee, md. Emergency room notes. Cc: abd pain. Hpi: hx multiple abd surgeries, episodes of abd pain. No recent episodes of bowel obstruction. Takes vicodin on daily basis. Some vomiting and diarrhea, generalized weakness. Pmh: 7 abd surgeries, bowel obstruction. Meds: vicodin. Exam: abdomen; mild epigastric tenderness, no palpable hernia, no peritoneal sign, active bs. Abd series; no evidence of obstruction. Given zofran, dilaudid; persistent pain and nausea. No abd distention, unlikely to have bowel obstruction. Impression/plan: abd pain, vomiting, dehydration. Discharged, rx for percocet. F/u w/ doctor in 2 days. (B)(6) 2007: kapiolani pali momi hospital. Andy a. Aoki, md. Radiology ¿ xr abdomen/chest. Indication: abd pain. Comparison: 10/08/07 from straub clinic & hospital. Impression: no evidence for obstruction. No free air. [Bwakbayashi-12pmmc-kba-00034] 01/20/08: kapi¿olani medical center at pali momi. Jason k. Fleming, md. Emergency room notes. Cc: abd pain. Hpi: presents for abd pain, persistent nausea, vomited 3 times, 4 episodes of diarrhea. States feels very gassy, pain is ¿sore¿ in character, constant, generalized. States he has chronic abd pain; similar to exacerbations. Meds: vicodin. Social: smokes ½ ppd. Exam: abdomen; multiple surgical scars, soft, minimally generally tender, no masses, normoactive bs. Ed course: given saline bolus for dehydration, zofran for nausea, dilaudid for pain; feeling much better. Counseled on importance of f/u; agrees to see dr. Jonathan kim. Discharged. (B)(6) 2008: kapiolani pali momi hospital. Stephen ko, md. Radiology ¿ xr abdomen/chest. Indication: abd pain. Impression: no significant findings. (B)(6) 2008: kapi¿olani medical center at pali momi. Andy p. C. Lee, md. Emergency room notes. Cc: n/v/d, abd pain. Hpi: c/o having hx of chronic abd pain. Hx surgery in abd; has been having multiple workups, has seen gi doctor. Seen here in ER about a month ago; had multiple labs, x-rays. Treated w/ pain meds, discharged home. It has been there 3 days now; similar pain, constant, mainly epigastrium. No other complaints. Pmh: multiple ulcers. Meds: vicodin. Exam: abdomen; soft, nondistended, nontender, no rebound or guarding. Abd series showed no evidence of acute findings, no other free air. Ed course: given dilaudid; upon reevaluation, said he is still a little sore; only comfortable giving him one more shot. Told him he needs to see his gi doctor to figure out what is going on w/ recurrent abd discomfort. Given 1 last dose of dilaudid prior to discharge; he did mention he is not coming here ¿just to get high.¿ discharged home. (B)(6) 2008: kapiolani pali momi hospital. Alvin k. Ikeda, md. Radiology ¿ xr abdomen/chest. Indication: n/v/d. Comparison: exam 01/28/08. Impression: negative. [Missing records: records between 03/09/08 and 06/25/13 including op report for removal of mesh were not provided.] Records between 3/09/2008 and 10/20/2009 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)08: pali momi medical center. Robert canonico, do. Emergency room notes. Gradual onset of crampy diffuse abdominal pain; started last night, says he has from time to time. Has had 5 abdominal surgeries, bowel resection and colostomy; has been told it is from scar tissue. Feels nauseated. Passing gas; he does not think he is blocked or obstructed. Past medical history significant for chronic abdominal pain. Exam: abdomen; soft, does guard a little, diffusely tender without rebound or rigidity, bowel sounds normal/active, no distention or mass. All abdominal scars healed well, no evidence of hernia. Impression: abdominal pain. (B)(6)08: pali momi medical center. Kevin m. Stevenson, md. Radiology ¿ abdominal ultrasound. Indication: recurrent ventral hernia. Impression: questionable minimal gallbladder sludge, likely artifact; no cholelithiasis or cholecystitis. Mild fatty liver. Several structures obscured by bowel gas and surgical scars, as above. Irregular shadowing hypoechoic structure in right lower quadrant, likely correlating to scar and surgical mesh at site of previous hernia repair. Recurrent hernia cannot be totally excluded. Consider CT correlation. (B)(6)08: pali momi medical center. Ted j. Watanabe, md. Radiology ¿ CT abdomen/pelvis w/ contrast. Indication: recurrent ventral hernia. Comparison: 10/27/07. Impression: status post right spigelian hernia repair. There could be persistent herniation of a knuckle of colon at the herniorrhaphy site but cannot be completely certain of this. Infiltration of subcutaneous fat overlying area is suggestive of acute inflammation and extends up against the intraperitoneal colon segment deep to the mesh. Differential diagnosis is cecal diverticulitis as a diverticulum was present in colon deep to the mesh on the previous study; appears to be at least one additional diverticulum in this segment of the colon. (B)(6)09: pali momi medical center. Linda l. Jenks, md. Emergency room notes. History multiple abdominal surgeries, with adhesions, presents w/ abdominal pain; says he has this from time to time, been told it¿s from scar tissue. He is concerned he may have food poisoning, but pain similar to usual pain from adhesions. Vomited several times, bowel movements normal. Meds: percocet as needed for pain. Social: smoking about 0.5 packs/day, drinks alcohol. Exam: abdomen; distention, no mass, bowel sounds decreased, tenderness, no rebound or guarding, no cva tenderness. Imaging: my preliminary interpretation of x-ray shows multiple air fluid levels, consistent w/ small bowel obstruction. Patient was hydrated, treated w/ dilaudid and zofran and improved; better but still w/ pain. Adamant he wants to go home; my recommendation is he stay in hospital. Says he will go to clear liquids at home, come back if worsens. Discharged in satisfactory condition. Impression: abdominal pain, small bowel obstruction. 03/09/10: pali momi medical center. Mark w. Grief, md. Postoperative note. Pre/postop diagnosis: chronic pain right lower quadrant, with mesh and edeman [sic]. Operation: removal of multiple mesh repair to right lower quadrant hernia site, with primary closure. Anesthetic: gen. Estimated blood loss: 20 ml. Specimen: mesh (B)(6)10: pali momi medical center. [Illegible]. Discharge instructions. Follow up w/ dr. Grief in one week, may change dressing tomorrow, no lifting over 20 lbs. Resume all previous medications. Activity as tolerated. Diet regular. Start taking percocet as needed for pain, dulcolax as needed for constipation. Continue prilosec and norco. (B)(6)12: pali momi medical center. Perri k. Quan, md. Emergency room notes. Epigastric abdominal pain intermittently 3-4 months; worse since yesterday. States had gallbladder ultrasound 3-4 months ago; told had sludge in gallbladder. Eating sometimes worsens pain. Has surgical consult in 3 days for gallbladder sludge findings. Surgery: multiple laparotomies. Medications: percocet. Exam: abdomen; soft, normal appearance, normal aorta and bowel sounds, no distention, no pulsatile midline mass, no mass. Tenderness in epigastric area and left upper quadrant. No rigidity, rebound, guarding, or tenderness at mcburney¿s point, negative murphy¿s sign. Mild tenderness w/ palpation, no erythema or fluctuance. Imaging: radiologist¿s preliminary interpretation of CT does not show any acute findings. Somewhat difficult time controlling pain; ativan helped the most. Asked patient to discuss w/ pcp possible referral to gi for repeat egd. Prescription for percocet. Impression: abdominal pain, diarrhea. Discharged. (B)(6)12: pali momi medical center. Stephen ko, md. Radiology ¿ ultrasound abdomen. Indication: epigastric and right upper quadrant tenderness; history gallbladder slude [sic]; evaluate for infection. Comparison: abdominal ultrasound (B)(6)08; CT abdomen (B)(6)10. Impression: no gallstones or gallbladder sludge identified. (B)(6)12: pali momi medical center. Stephen ko, md. Radiology ¿ abdominal x-ray w/ 1 view chest. Indication: left upper quadrant abdominal pain. Comparison: chest film (B)(6)11. Impression: no free intra-peritoneal air. No acute pulmonary findings. Oral contrast in stomach, proximal small bowel. Correlate w/ recent radiologic exam. (B)(6)12: pali momi medical center. Stephen ko, md. Radiology ¿ CT abdomen/pelvis w/ contrast. Indication: left upper quadrant abdominal pain. Comparison: CT abdomen/pelvis (B)(6)10. Impression: fatty liver. No free fluid or abscess identified. Mild cecal diverticulosis. (B)(6)12: pali momi medical center. Perri k. Quan, md. Emergency room notes. Abdominal pain, history small bowel obstruction due to multiple abdominal surgeries. Pain began yesterday; 4 episodes of nausea/vomiting. 1-2 small air fluid levels on x-ray, labs unremarkable. Abdomen soft, but tender in epigastric; no rebound or guarding. CT abdomen/pelvis; small bowel obstruction. Discussed w/ dr. J. Kakuda (surgery on-call); will admit for further care. (B)(6)12: pali momi medical center. Gordon w. T. Ng, md. Radiology ¿ abdominal x-ray w/ 1 view chest. Indication: abdominal pain, prior surgery. Comparison: (B)(6)12. Impression: [included] no pneumoperitoneum. No dilated loops to suggest obstruction. Small bowel air-fluid level in left mid abdomen which could be due to localized ileus or early partial small bowel obstruction developing. Recommend clinical correlation, possible follow up. (B)(6)12: pali momi medical center. Ted j. Watanabe, md. Radiology ¿ CT abdomen/pelvis w/ contrast. Indication: abdominal pain, history small bowel obstruction. Comparison: (B)(6)12. Abdomen; impression: small bowel obstruction. Fatty liver. Pelvis; impression: small bowel obstruction. (B)(6)12: pali momi medical center. James t. Kakuda, md. Consult notes. Reason for consultation: abdominal pain, nausea/vomiting. History of present illness: presenting w/ abdominal pain; generalized, duration 2 days, nausea; no vomiting. Initially was going to be transferred to tamc, now going to stay. Exam: wt 81.285 kg. Abdomen: distended, generalized tenderness, non-acute. Imaging: CT scan abdomen/pelvis; mildly dilated small bowel loops. Possible transition zone lower abdomen. Impression: small bowel obstruction, partial. Plan: admit, IV fluid, serial abdominal examinations. (B)(6)12: pali momi medical center. James t. Kakuda, md. Discharge summary. Procedures: bowel rest, IV fluid, IV narcotic analgesics. Discharge problems: small bowel obstruction, nausea/vomiting. Disposition: home. Diet/activity restrictions: none. Follow up: 1-2 weeks w/ dr. Kim (pcp). Indications for admission: presenting w/ bowel obstruction; multiple prior abdominal operations. Long-standing history of narcotic use¿has taken percocet or vicodin daily for years. Hospital course: admitted; placed on bowel rest. Pain difficult to control, likely due to high tolerance for narcotics. Weaned off narcotics when bowel function returned. Given clear liquids, slowly advanced. Discharged in good condition on percocet. Discharge status: tolerating diet, ambulating, pain control adequate; on baseline narcotic use, voiding, bowel habit spontaneous. (B)(6)14: work star injury recovery center. Carl f. Hodel, md. Office notes. Stated this past month his stomach discomfort has been stable; burning sensation mostly located to right sided lower area. Stated gained weight the last month. In about 3 weeks will go to japan for training. Interim history since last visit: gone for 3 weeks in japan; did have some episodes of upset stomach; not used to the food. Was able to manage symptoms taking medications. Bmi 29.13. Exam: abdomen; numerous surgical scars, tender over epigastric area and right lower quadrant w/ rebound tenderness; active bowel sounds, no hernia. Impression: peritoneal adhesions (postoperative) (post infection). Chronic or unspecified gastro-jejunal ulcer with hemorrhage, without mention of obstruction. Plan: refill nexium, percocet, docusate sodium/sennoside [constipation med]. Opiate control and management discussion. (B)(6)14: pali momi medical center. Heather e. Enomoto, md. Emergency room notes. Abdominal pain since yesterday, worse today; positive nausea, no vomiting or diarrhea. History chronic abdominal pain; took percocet this am. History of present illness: chronic recurrent abdominal pain since an accident and surgery. Takes percocet regularly for the pain; didn¿t help tonight. Epigastric pain ¿sore¿ since yesterday; ¿burning and pulling.¿ feels similar, but not totally. His typical pain usually at the right side. Exam: abdomen; soft, no distention. Tenderness in epigastric area; no rebound, guarding, tenderness at mcburney¿s point, negative murphy¿s sign. X-ray abdomen negative. Emergency department course: still complaining of pain despite dilaudid IV; says dilaudid helped somewhat, would like another dose prior to discharge. Impression: abdominal pain, nausea. Discharge. (B)(6)14: pali momi medical center. Alvin k. Ikeda, md. Radiology ¿ abdominal x-ray w/ 1 view chest. Indication: abdominal pain feels like obstruction. Comparison: (B)(6)12. Impression: negative. (B)(6)14: pali momi medical center. Andy aoki, md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: abdominal pain. Comparison: (B)(6)12. Impression: 2-mm left renal calculus. No ureteral calculus or hydronephrosis. (B)(6)14: work star injury recovery center. D. Scott mccaffrey, md. Office notes. Went to ER about 2 weeks ago due to stomach pain; did blood studies and abdominal CT; stated all studies were normal. Did follow up w/ dr. Kim; prescribed percocet. He feels bloated w/ minimal pain; has nausea, minimal appetite. Exam: abdomen; no tenderness w/ bloating, active bowel sounds. Impression: peritoneal adhesions, chronic/unspecified gastro-jejunal ulcer w/ hemorrhage without obstruction, unspecified gastritis/gastro-duodenitis w/ hemorrhage, other constipation, irritable bowel syndrome. Plan: refill percocet, nexium; continue docusate sodium/sennoside; start linzess for irritable bowel syndrome. (B)(6)16: pali momi medical center. Jonathan c. Aki, do. Emergency room notes. History of chronic abdominal pain, small bowel obstruction, multiple abdominal surgeries, unknown adhesions. Presents because of flare of abdominal pain; more severe than usual pain; on opioids, currently taking oxycontin twice/day. Reports abdominal pain onset this morning, nausea, no vomiting. Pain more central and upper abdomen; concerned about small bowel obstruction. Feels like he has constipation; chronic issue. Social: passively smoking cigarettes; 10 pack-year smoking history, no alcohol. Exam: abdomen; soft, no distention, is tenderness, no rigidity, rebound or guarding, no cva tenderness, no tenderness at mcburney¿s point, negative murphy¿s sign. Emergency department course: notably very uncomfortable, asking for pain meds. IV fentanyl given; did nothing for pain. Dilaudid given and repeated but still has pain. On recheck, looks better, says pain better. Talked to him about admission because of CT finding for a small bowel prescription [sic]. Required a lot of pain medications, still cannot determine whether or not he is under the influence of pain medicine. Talked about placement of ng tube, he deferred. Wants to go home; says he feels better, knows his body, will return for any worsening. Impression: small bowel obstruction. Disposition: ama. (B)(6)16: pali momi medical center. Gregory y. Y. Dunn, md. Radiology ¿ abdominal x-ray. Indication: abdominal pain, history of small bowel obstruction. Comparison: (B)(6)14. Impression: focally dilated small bowel in the mid left abdomen, possible focal adynamic ileus, partial obstruction not excluded. Moderate retained colonic stool. (B)(6)16: pali momi medical center. Matthew I. Yuh, md. Radiology ¿ CT abdomen/pelvis w/ contrast. Indication: abdominal pain, history small bowel obstruction/abdominal surgery, vomiting. Impression: anastomotic sutures in loop of small bowel of anterior upper abdomen. The more proximal small bowel is mildly dilated with air-fluid levels. The more distal small bowel is nondistended. Findings consistent with partial small bowel obstruction at point of anastomosis of mid small bowel. No free air. Mild free fluid in the left abdomen adjacent to the dilated loops of small bowel. No significant small bowel wall thickening. Colon nondistended. (B)(6)16: pali momi medical center. Alyssa m. Galusha, pa-c. Emergency room notes. Abdominal pain; states here a few hours ago, left ama ¿because the pain was better but it came back.¿ positive nausea, vomited x3. Recent history of resection status post small bowel obstruction and hernia repair. No other history of surgical abdomen. Large surgical scars noted to abdomen; no peritoneal signs. Agrees to admission at this time for worsening abdominal pain; small bowel obstruction. (B)(6)16: pali momi medical center. Gohil rupalkunverba, md. Discharge summary. Discharge diagnoses: small bowel obstruction, gerd. Presents w/ complaint of abdominal pain which started yesterday; seen in our ed and left ama after diagnosis of small bowel obstruction via CT; returned due to worsening pain. Did not want an ng tube. Says he induced vomiting and felt immediately better but pain recurred. Says he has recurrent small bowel obstruction after hernia repair w/ chronically infected mesh and history of partial colectomy w/ temporary colostomy and takedown. Normally manages these episodes at home w/ bowel rest. Feels better after an enema. Admitted, started on clear liquid diet, advanced as tolerated; tolerated well. Anxious to be discharged; discharged in stable condition. Records from 2016 indicate the patient was seen for continued complaints of abdominal pain and small bowel obstruction, with records dated (B)(6)2016 stating: ¿patient says he has recurrent sbo after hernia repair with chronically infected mesh and a hx of and partial colectomy with temporary colostomy and subsequent take down.¿ records detailing a ¿chronically infected mesh¿ were not provided. Records between (B)(6)16 and (B)(6)17 were not provided. Records from 2017 state the patient was seen for continued complaints of abdominal pain and small bowel obstruction. The records indicate the patient quit smoking. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open spigelian hernia repair on (B)(6) 2005 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, pain, chronic inflammation of mesh. Additional event specific information was not provided.